Manufacturer narrative:
Addendum for follow-up information received on 06-mar-08: the physician reported the female patient was treated with poly-l-lactic acid (sculptra) seven months ago and has developed some late-onset granulomas. The patient reported the event as protuberances. The patient is receiving bidistilled water weekly or every fifteen days for two months. The granulomas improved but did not disappear completely. The poly-l-lactic acid (sculptra) was not performed by the physician who reported this case. Addendum for follow-up information received on 20-mar-08: the physician reported the adverse event as granulomas associated with induration and papule. Date of onset was reported as (B)(6) 2007 and the event remains ongoing. Six ml was injected and dilution volume was 6 ml. The regions injected were the eye cavity and eye rings, hollow cheeks, and jugal wrinkles. Corrective treatment included infiltrations with bidistilled water and radiofrequency. The patient has not had any previous similar events after poly-l lactic acid therapy or after treatment with other product. No histology or other laboratory tests were performed. Physician's causality assessment: highly probable.

Event description:
(B)(4). Initial report: this non-serious spontaneous case was reported by a consumer and received via our affiliate in (B)(4). This case concerns a female patient of unknown age and ethnicity. Relevant medical and concomitant medications were not reported. In (B)(6) 2007, the patient received her first treatment of poly-l-lactic acid (sculptra) in her eye rings for esthetic treatment and developed protuberances. It is unknown if therapy with poly-l-lactic acid is ongoing or if any corrective treatment was given. The outcome was reported as not recovered. The reporter's causality assessment between sculptra and the event was not provided.